Event description:
On 11/5/98 a dual chamber mediport was inserted in the left anterior chest wall for pt to receive total parenteral nutrition and lipids. The nurses and physician had much difficulty accessing the port and when it was accessed there would be leakage.